Manufacturer narrative:
The actual product sample from the reported incident was received and was evaluated according to our inspection procedure. The wire resistance which is directly related to the amount of heat produced by the circuit, was tested and found to be acceptable, however, we could confirm that a portion of both tubings (clear and blue corrugated tubings) were melted and fused, therefore we were able to confirm the reported issue that the circuit melted. However, we are unable to determine the exact cause for the reported issue. Our mfg process was reviewed, and no problems were found related with the issue reported. A possible root cause is that objects such as heavy tapes, towels, or bed linens may over insulate the circuits, impede normal heat convection, and cause damage to the tubing or interruption of gas delivery to the patient, this is clearly listed as a warning on the product label.

Event description:
The circuit seemed to have overheated and melted while being used on a baby. No report of patient injury reported.